Event description:
On (B)(6) 2019, the user found that he could not hear the sound with the device in his right ear. After two months of observation, there was no improvement and the implant was removed from his right ear.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
On (B)(6) 2019, the user found that he could not hear the sound with the device in his right ear. After two months of observation, there was no improvement and the implant was removed from his right ear.